Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was o ring fell out. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, cracked lcd window and missing reservoir tube o-ring.